Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported sound quality issues with the device. There have been no changes in health or reports of any trauma. The user is scheduled for an appointment with audiology and his surgeon on the (B)(6)2019. Re-implantation is being considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user reported sound quality issues with the device. There have been no changes in health or reports of any trauma. As per new information received, the user experienced a gradual loss in hearing performance. The user has 6 active channels now. Re-implantation is being considered but not until later this year/early next year. No immediate revision plans at this time.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported sound quality issues with the device. There have been no changes in health or reports of any trauma. As per new information received, the user experienced a gradual loss in hearing performance. The user has 6 active channels now.